Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged vena cava perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc) perforation, worry, anxiety, muscle spasms and limited activity. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported worry, anxiety, muscle spasms and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right jugular vein due to history of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation. The patient further alleges ¿constant worry and anxiety,¿ ¿muscle spasms at the filter site at least twice per month,¿ and limited activity. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, "ivc filter is present without evidence of ivc thrombus. Ivc filter legs extend beyond the wall in multiple directions. No evidence of hematoma or worrisome pathology.¿

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2010". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.